Event description:
Customer received readings of 398 mg/dl and 122 mg/dl within ten minutes on the aviva system. No adverse event reported. A request was made for the return of the meter and strips, replacement sent.